Event description:
The lead was returned to the manufacturer after being explanted and replaced due to an associate device. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil was fractured at the 1st rib/clavicle location. There was blood on the proximal conductor and the defibrillation conductor of the lead and it was not obstructed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).